Event description:
A pt reported they were unable to receive a reading on their one touch basic meter due to their meter allegedly flashing the "battery" message. There was no result on their meter as the pt was unable to test. Treatment was an insulin dosage and something to eat. No further info has been reported. No serious injury or allegation of harm.